Event description:
It was reported that while using one hundred (100) bd vacutainer® sst¿ ii advance blood collection tubes, there were traces of blood or fibrin in the serum. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one hundred (100) bd vacutainer® sst¿ ii advance blood collection tubes, there were traces of blood or fibrin in the serum. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd received three (3) photos for investigation. The photos were reviewed and the indicated failure mode for fibrin was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and no gel defects or additive abnormality were found. Complaints for sample quality for the month of january 2025 were not under statistical control therefore factors that may contribute to fibrin were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (fibrin) via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fibrin based on photo analysis. Corrective and preventive action has been opened to address sample quality issues complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.